Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) check, it was noted that the patient information was missing. It was suggested there was data corruption in that section of memory. Review of performance data indicated all other data was available. The patient information was re-entered. The device remains in use. No patient complications have been reported as a result of this event.